Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported condition of iipv was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test specifications. The device was determined to meet specifications for the reported difficulty high drain 101 alarm; however, did not meet specifications for the additional issue of noise. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a hi drain 101 alarm during drain 1 on the homechoice machine (hc). The nurse stated she spoke to the patient's daughter-in-law about the alarm. The technical service representative (tsr) confirmed with the nurse that the home patient (hp) did a manual exchange before therapy last night. The nurse said it was either a 2000ml or 2500ml ultrabag. The tsr explained the alarm to the nurse. The nurse wants to know how to get past the alarm. The tsr explained that the hp will need to press stop and go to get past the alarm. The tsr explained the hc will need to be swapped. The nurse stated she can help the hp program the new hc. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.